Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The customer provided a video and photo of the product, and it be observed small drops going out of the y-site component. The investigation confirmed the customer reported leaking. Since the sample complaint was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process.

Event description:
It was reported that the patient notified during shift handover that they had nutrition contents on their t-shirt. The gripper was observed to be in place, with no signs of extravasation. When checked, it was administered saline solution and leakage was noted at the proximal connection, with drops of fluid coming from it. Therefore, the total parenteral nutrition was suspended, the gripper was removed using the push-stop technique. The product had been used for 4 days. There was patient involvement, and there was no patient harm, and the consequence of the event was filtration.